Manufacturer narrative:
The ca2 reagent lot number was 78318501 with an expiration date of 31-may-2025. The phosphorus reagent lot number was not provided. Qc was within the ranges on the day of the event. The alarm trace had multiple abnormal probe-sucking alarms. During the 3 service visits, the field service engineer (fse) performed the following actions: - cleaned the probes and the wash station, cleaned the gel-contaminated sample probe, changed the cell, and performed a cell blank, precision check, and probe adjustment. - performed decontamination. - checked the instrument for carryovers (a carryover check with crp indicated a slightly elevated ca2 result); checked the gear pump pressure, water volume, and cell rinse. The fse replaced and readjusted the reagent probes and the customer did not report any other issues after they were replaced.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with the phosphorus assay and 2 patients' samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 module. Sample 1 (patient 1) was tested for phosphorus on 22-oct-2024: initial result of original sample: 9 result which might have been from a second sample: 2.57 repeat result of original sample: 2.67 the unit of measurement was not provided. Sample 2 (patient 2) was tested for ca2 on 25-oct-2024: initial result: 12.3 mg/dl. 1st repeat result: 7.05 mg/dl. 2nd repeat result: 6.95 mg/dl. Sample 3 (patient 3) was tested for phosphorus on 03-nov-2024: initial result: 8.75 1st repeat result: 2.82 2nd repeat result: 2.79 the unit of measurement was not provided. Sample 4 (patient 4) was tested for ca2 on 04-nov-2024: initial result: 12.53 mg/dl. The customer questioned the initial result and repeated the sample. 1st repeat result: 2.57 mg/dl. 2nd repeat result: 2.67 mg/dl. The customer also drew a new sample and tested it. The result correlated to the repeat results of the original sample. No questionable results were released outside the laboratory. The 2nd repeat results were considered correct.